Event description:
The duett sealing device was deployed following a ptca/stent procedure (via a 8f sheath, right common femoral artery). The access site previously sealed with the duett (in 2000) was reacceessed to perform the procedure. Two hours after the procedure, the pt developed right limb ischemia, and underwent a surgical thrombectomy. Pulses were restored and no further complications were reported.